Event description:
It was reported that the syr 10ml pump compatible saline 10ml fil experienced leakage past the stopper/plunger during use. The following information was provided by the initial reporter: material number: 306547, lot number: 9176739. Per email: here is a complaint regarding the bd ns prefilled syringe. Complaint is as follows: ongoing issue during cvc flush use of this syringe in outpatient hemodialysis use. Blood gets outside the plunger area. Single use syringe-product disposed of already. Manufacture number: 306547. Lot number: 9176739.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syr 10ml pump compatible saline 10ml fil experienced leakage past the stopper/plunger during use. The following information was provided by the initial reporter: material number: 306547 lot number: 9176739. Per email: here is a complaint regarding the bd ns prefilled syringe. Complaint is as follows: ongoing issue during cvc flush use of this syringe in outpatient hemodialysis use. Blood gets outside the plunger area. Single use syringe-product disposed of already. Manufacture number: 306547. Lot number: 9176739.